Manufacturer narrative:
At this time the device remains in service. A final report will be sent after information is received of the device location and if a revision was performed per the recommendation of boston scientific technical services (ts). If the product is returned to boston scientific laboratory analysis will be performed to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that during a routine follow up, this implantable cardioverter defibrillator (ICD) revealed that the device's daily measurements have not been recorded since (B)(4) 2012. During further testing commanded measurements failed and blocked the programmer from further actions. The programmer was changed out; however this issue remained unresolved. It was also noted, that the device has only been implanted for 47 months with a battery voltage of 2.90 volts. A data disk was sent into a boston scientific engineer for review. After review, the engineer's analysis concluded that the device memory showed that a memory location used by the device's software (fw) indicates that a shock impedance test and a capacitor dump were in progress. It appears this condition happened on (B)(6) 2012. Items such as hourly memory checks, and scheduled automatic capacitor reforms will not be performed due to the device believing that the shock impedance test and capacitor dumps are in progress; hence why this caused the inability to perform any manual tests using the programmer. In conclusion, this device has entered a state where manual tests, diagnostics, and capacitor reformations will not occur. Also it is highly likely that tachy therapy is not available. Therefore ,this device should be replaced at the earliest time and returned for additional analysis. No adverse patient effects were reported. The device remains in service at this time.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The reported clinical observation of daily measurements not being displayed was confirmed. The device stopped performing daily measurements and lost the ability to deliver shocking therapy as the result of incorrect data within a specific memory location, likely due to exposure to radiation (randomly or via therapeutic radiation or from exposure to strong magnetic fields). This issue can cause interference with internal communications between circuitry components.